Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.50/+0.5/074 (sphere/cylinder/axis) into the patinet's left eye (os) on (B)(6) 2015. The surgeon reports low vault and refractive change over time. On (B)(6) 2020 the lens was exchnaged for a longer length lens and the problem was resolved. H6- patient code 3191: secondary surgical intervention- lens exchange. Claim# (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. One similar complaint type event reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -8.5/+0.5/074 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2015. The surgeon reports low vault and refractive change over time. Reportedly, the lens remains implanted. The cause of the event is reported as unknown.